Manufacturer narrative:
Fat necrosis following the 1470 treatment. Despite the limited information received, it was decided to report from a good will. *17.7.23 - there are no updates from the client.

Event description:
It was reported about fat necrosis following the beautifill treatment.